Event description:
The guidewire and catheter perforated the fallopian tube during a falloposcopy procedure. This is an anticipated adverse event ,as indicated in the product labeling. * the adverse event is marked "other" because it is unknwon as to whether the adverse event results in permanent impairment of body function or permanent damage to body structure.